Event description:
A patient underwent a bilateral mastectomy with immediate prepectoral direct to implant breast reconstruction on (B)(6) 2019. The implants were anteriorly covered with restella resorbable (pga). On (B)(6) 2019 (13 days post op), the patient presented with an eschar at the right breast incision line. The surgeon planned standard excision and irrigation but upon opening the incision he encountered some fluid and not yet incorporated restella resorbable. As a precaution, the surgeon removed the breast implant and remaining restella resorbable on the right side. The left side remained intact.